Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. Could not cal rate. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance. Could not cal rate. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel for failed preventive maintenance. Replaced rear case with missing module latch and replaced keypad assembly for no response keys. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the bezel assembly - failed preventive maintenance. A review of the device history record showed the device had a manufacture date of 06feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance. Could not cal rate. There was no patient involvement.